Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties occurred. The lesion was located in the proximal to distal left circumflex (lcx). There was calcification and a 90% stenosis. The proximal to distal lcx was predilated with a 2.50x10mm balloon catheter (unknown type). The physician then attempted to deliver a 2.50x28mm non-bsc drug eluting stent, but was unable to cross the lesion. Then the physician attempted to deliver the 2.50x12mm taxus express2 drug eluting stent, but was unable to cross the lesion. The proximal lcx was predilated again with a 2.50x10mm balloon. The 2.50x12mm taxus stent was advanced to the mid position of the proximal lcx, where it was deployed at 14 atms. The physician then had difficulty withdrawing the stent delivery system (sds) from the stent. The mid to distal portion of the stent was not dilated completely due to calcification. The physician inflated the balloon at 3-4 atms, then deflated it, but was unable to withdraw the sds from the balloon. The physician then inflated the balloon to 14 atms for 54 seconds and was able to remove the sds by positioning the guide catheter to the aorta with careful attention paid to the position. The physician feels the cause of the difficulties was the balloon's rewrap. The balloon was removed intact from the patient and there were no complications associated with the balloon withdrawal difficulties. The physician completed the case with a 2.50x28mm non-bsc drug eluting stent and a 2.50x16mm taxus express2 drug eluting stent. The patient condition is reported as good.